Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/21/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/27/2017 with the following findings: during investigation, there were multiple unexpected pump reboots observed in the black box. The returned battery cap was undamaged and able to fit securely. The cap measurements were within specification. The battery cap was fastened and then unscrewed ½ turn with no reboots occurring. There were no power interruptions occurring during the investigation. The original complaint was unable to be duplicated. The pump¿s cover was removed and there was no intermittent condition found to the power circuit. Unrelated to the original complaint, the battery compartment was observed to be cracked. (B)(4).